Manufacturer narrative:
The customer sent the device to the philips bench repair. Bench repair technician confirmed there was there was no sound at all coming from the speaker. Replacement of the speaker assembly to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. There was no sound was coming from the device. It is unknown if the device was in use at time of event, a patients death was reported.